Event description:
Related manufacturer report number: 2017865-2023-04464. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Additionally, high impedance was noted on the device, it was unknown if the high impedance was due to the device or the right ventricular (rv) lead. When the device was explanted the rv lead was also explanted and replaced. The patient was stable.